Manufacturer narrative:
Additional narrative: lot number 2241696 indicates component 6899 which is part of the complete part as described in the complaint. Manufacturing location: (B)(4). Manufacturing date: january 25, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Invest summary corrected. An investigation summary was performed. The investigation of the complaint articles has shown that: parts 2 through 6: two (2) holding sleeves, 105mm [part 394.46; lot 9281665 (mfg 13-jan-2015) and lot unknown (mfg unknown) -three (3) holding sleeves, 55mm [part 394.45; lot 2271105 (mfg 21-feb-2011), 2049 (mfg before 05/2001), and 2241696 (mfg 25-jan-2007) parts 2 through 6: five (5) holding sleeves and four (4) individual wings screw were received. Each wing screw was tested with each holding sleeve and only in two cases could a wing screw be fully threaded into the sleeve component of the holding sleeve. Parts 2 through 6 (394.46/394.45): the condition of each of the holding sleeves and wing nuts is consisted with significant use and excessive tightening based on the noted indent on the distal flat. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient or procedural involvement. It is unknown when the reported malfunctions actually occurred; however, the issues were discovered during inventory maintenance on (B)(6) 2016. The reported lot number 2241769 could not be verified as a valid lot for the reported article number. Therefore, the lot will not be included in the associated (lot) field of the medwatch form. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Manufacturing date is unknown. Device history record review: the DHR review could not be completed as the part lot combination could not be verified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inventory check and basic maintenance was being carried out by sterile processing on (B)(6) 2016. During this check, (B)(4) devices from a large distractor set on consignment were found in need of replacement or repair. There was no reported patient or procedural involvement. All (B)(4) devices were assessed for reportability, but only (B)(4) met the criteria for reporting at this time. They are as follows: (B)(4). This report is 4 of 7 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: part 7 and 8: the screwdriver shaft shows a roughly transverse break at the distal end of the device. The broken portion was not received. One of the four distal prongs on the holding sleeve shows outward bending. Part 7 and 8 (314.46/314.45): the received condition of the screwdriver and holding sleeve shows signs of significant use. The break on the screwdriver is the result of force beyond the yield strength of the material and would not be expected when used as intended. The bending of the holding sleeve is consistent with an off-axis application of force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.